Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (battery life w/ moisture) issue. It was reported that thre was corrosion in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings:.during investigation, the black box shows no evidence of short battery life. The battery compartment is cracked from threads down to the case seal on the side, returned battery cap is undamaged and able to fit. Evidence of moisture corrosion is observed in the battery canister. A leak test failed due a battery compartment leak. The pump powers up to a ¿low battery¿ warning upon start up, reported ¿short battery life¿ complaint is duplicated due moisture corrosion. ¿the ez-prime¿ steps were performed correctly. All currents reading are within spec, pump¿s cover was removed, no further moisture corrosion or any intermittent condition was found to the power pcb. The display screen contrast is dim and reddish.